Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the hi-torque balance middleweight (bmw) universal guide wire was removed from the anatomy against resistance. It should be noted that the hi-torque guide wire instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. In this case, the resistance noted during retraction was due to the guidewire interacting with a previously implanted stent; therefore, the force applied during removal of the device seemed to be a reasonable clinical response to the difficulty. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a calcified and tortuous right coronary artery (rca) with heavy calcification and moderate tortuosity. The 2.5x23mm xience skypoint stent delivery system (sds) was advanced to the lesion over a hi-torque balance middleweight (bmw) universal guide wire. The guide wire was removed and the stent was deployed at 14 atmospheres (atms). The same guide wire was used with a nc trek for post dilatation. The guide wire became stuck with the previously implanted stent and was difficult to remove. Force was applied to remove the guide wire. Upon removal of the guide wire, it was noted that the xience skypoint stent had been pulled out together with the guide wire. The stent was noted to be stretched and mangled. It was also noted that the guide wire was extremely elongated and deformed but still intact. A new whisper guide wire and a xience skypoint of the same size were used to successfully complete the procedure. There was no adverse patient effect and there was no clinically significant delay. No additional information was provided.